Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the svc lead (model 6937) was wrapped around the heart for defibrillation purposes. It was replaced due to fluctuating impedances and suspected fracture. It was found that only 1/4 of the lead had been in contact with the heart. The rv lead (model 4968) was capped and replaced due to high capture threshold. It was found "the cathode part wasn't even on the heart and the anode part actually was on the patient's diaphragm." No patient complications were reported as a result of this event and is doing fine.